Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have severely bent grips, causing misalignment and for the grip tips to not open and close properly as reported by the customer. There was a 2.14 mm offset at the tips. The grips did not show cracking damage. The complaint regarding broken, instrument would not open or close properly to grasp, was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar, instrument would not open or close properly to grasp. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following, additional information: the jaws were not stuck on tissue, visible damage was noted with bent instrument tips but no dislodged jaws, broken cables, missing fragments, or patient injury.